Event description:
It was reported that following a dye study the priming bolus was incorrectly entered. The priming bolus was entered as 0.199 milliliters (ml) but should have been 0.172 ml. The bolus was programmed for twelve minutes and ran for seven minutes before it was stopped. The calculation indicated that approximately 0.116 ml was delivered over the seven minutes. This device system delivered bupivacaine and morphine. Verification of patient symptoms and current patient status was requested but not available at the time of the report. Should additional information be received a supplemental report will be filed.

Event description:
Additional information later reported the healthcare provider (hcp) had programmed for the internal pump tubing volume instead of the catheter tubing volume.

Manufacturer narrative:
Concomitant product: product ID 8840, serial # unknown, product type programmer, physician; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).